Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
-The patient was initially treated for an abdominal aortic aneurysm (aaa) sometime in 2016. Approximately four (4) years post initial procedure, the patient presented with a type ii and possible ib endoleaks. The physician elected to treat the patient by reining with an afx2 bifurcated device, a afx suprarenal, and two (2) ovation ix extenders on (B)(6) 2020. The patient was reportedly in good condition. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot review confirmed all devices met specifications prior to release. The devices were not returned as they remain implanted, and therefore no sample evaluation was completed. A clinical assessment was completed based on the received medical records. The reported type ii endoleak from the lumber arteries (procedure-related harm) and the secondary endovascular procedure were confirmed. The reported and possible type ib endoleak was unconfirmed. No contributing factors to the event could be identified due to the lack of an event CT, and the device, user, procedure or anatomy relatedness of this event could not be determined. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections to g4, h6: h6 result code; remove 3233. H6 conclusion code; remove 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) sometime in 2016. Approximately four (4) years post initial procedure, the patient presented with a type ii and possible ib endoleaks. The physician elected to treat the patient by relining with an afx2 bifurcated device, an afx suprarenal, and two (2) ovation ix extenders on (B)(6) 2020. The patient was reportedly in good condition. As of date, there have been no additional patient sequelae reported. Updated information: the patient was initially implanted with an afx2 bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2016.